Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by the patient's sister that the patient's first generator was replaced due to an infection. However, MFR. Report #1644487-2002-00279 captured the explant of the patient's first device, which was stated the explant was due to high impedance. The initial report in MFR. Report #1644487-2002-00279 indicated that the patient had not fallen or experienced any trauma to her chest area nor does the patient does not twiddle her generator. It was also stated (MFR. Report #1644487-2002-00279) that, at a later date, the patient experienced a bad seizure and "ripped" the generator out of the pocket, which may have been resulted in/led to the infection. The patient's wounds were reported as healing nicely. No additional relevant information has been received to date.